Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high/low glucose alarms with freestyle libre 2 application. Adc attempted to replicate the reported issue using similar configuration of iphone 13 with ios version 17.5.1 and software version 2.11.2.8275. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle libre 2 app during replication that would have led to the reported issue. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios version 17.5.1 and software version 2.11.2.8275. The customer experienced a signal loss and was unable receive low glucose alarms. As a result, the customer experienced hypoglycemia and a loss of consciousness. The customer was unable to self-treat requiring healthcare professional (hcp) treatment of morphine for headache and was provided an apple juice as a treatment for hypoglycemia. It was noted that a CT scan was also performed to the customer. There was no report of death or permanent impairment associated with this event.